Event description:
No change to event description.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of initial medwatch. New information received: surgeon name. Associated devices. Corrected and additional information is filled in the follwing fields: concomitant medical products according: item: 47248509510 name: znn, cmn lag screw,¸ 10.5 mm, 95 mm lot #: 2951142. Item: 47248404050 name: 5.0 mm diameter cortical screw lot #: 64042667. Investigation of this incident is currently ongoing. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trigger considering the following event is identified: nail breakage. Event description: it was reported that a zimmer nail was implanted in (B)(6) 2018 due to fracture on the left hip and revised on (B)(6) 2019 due to nail fracture. Review of received data: an italian report is available with product labels. The report mentions that the znn nail was broken at the proximal part. The nail was removed and replaced with an internal fixation. No abnormality was described. Device analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: all involved devices are intended for treatment. The compatibility check was performed and showed that the product combination was approved by zimmer biomet. Instruction for use (IFU) : as the device is not available for investigation, the fracture surface cannot be evaluated. If the fracture is related to a fatigue fracture, the IFU mentions under adverse effects this kind of fracture. Conclusion: it was reported that a zimmer nail was implanted in (B)(6) 2018 due to fracture on the left hip and revised on (B)(6) 2019 due to nail fracture. The nail was in vivo for approx. 6 months. No product was returned to zimmer biomet for in-depth analysis. The quality records show that all specified characteristics (material, dimensions, surface, etc.) Have met the specifications valid at the time of production. No x-rays or any pictures of the device were received for review. Only an italian report was available which confirms the breakage of the znn nail. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. The investigation results did not identify a non-conformance or a complaint out of box (coob). Based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00276.

Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350 - 2019 - 00276.

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
Patient was implanted on the left side and underwent revision surgery due to implant fracture.